Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had fatal error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) attempted to configure drawer 3, received database error. Fse escalated the issue for technical support specialist (tss) for repairs. Good faith attempts were made to get additional information. No responses received from the field service engineer (fse). Additional information will be added to the record if and when the information is received.